Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for component separation, fistula removal, adhesions, bowel injury, hernia repair and to remove the device. The device was explanted and was found to have failed due to mesh erosion. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent repair of a ventral hernia. A bard/davol composix kugel was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent surgery to remove the defective bard/davol composix kugel, lysis of adhesions, component separation, fistula removal, and hernia repair. During the surgery, the physician noted"...in the hospital on tpn for enterocutaneous fistula due to mesh erosion", "markedly adherent portions of abdominal wall mesh, which had been previously placed in the indurated portion of bowel adherent to the fistula tract", & "additional mesh adherence and erosion was noted on the wall of the small bowel." The patient continues to experience complications related to the mesh. The patient will likely require additional surgeries and/or lifelong treatment to repair the damage from the bard/davol product. The mesh implanted in the patient failed to reasonably perform as intended. The product caused serious injury and had to be surgically removed via invasive surgery, necessitating additional invasive surgery to repair the hernia that the product had initially been implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.